Event description:
It was reported that "that the bed will go up but will not go back down. Stated an issue with the bed not lowering after going up."

Manufacturer narrative:
It was reported that "that the bed will go up but will not go back down. Stated an issue with the bed not lowering after going up. Also, customer mentioned hearing a rattling noise in the hand control." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.